Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood residue on both ends of the dialyzer, between both screw flanges. Gross visual examination of the returned device identified a short fiber on the circumference of the fiber bundle at approximately 80º on the non-cavity ID end with the dialysate ports at 0º. No other damage or irregularity was noted on the returned sample. The dialyzer was subjected to a laboratory bubble point test and failed. An internal leak was observed on the non-cavity ID end at approximately 80º, which was the same location of the short fiber identified during gross visual examination. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed as appropriate and blood was visually observed in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was noted as being approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.